Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and didn't like the way the lens was positioned in the eye. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The facility was unable to provide any add'l info

Manufacturer narrative:
(B) (4) other (md didn't like the way the lens was positioned): eval results (other): visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusions can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injection system was not returned for eval. (B) (4).